Event description:
Additional information later received reported that the cause of the non-flowing catheter was not determined and the catheter had been discarded by the customer so nothing further would be available regarding the cause.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, lot# n179566008, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 0 .96mg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The patient experienced lack of pain relief. A cap (catheter access port) study revealed non flowing catheter. The intervention was reported as complete revisions/replacement. The issue was resolved at the time of the report. The patient status at the time of the report was alive, no injury.